Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the alarm issue was caused by gas leaking at the manifold. However, the cause of the gas leaking from the manifold was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, manifold unit gas leakage was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation units front panel went black and the air supply stopped during use. The issue was found during preparation for use for a therapeutic tracheoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.